Manufacturer narrative:
B3: date of event is estimated as only the month and year has been provided. H6: code 1153 degraded was removed. As reported in a research article, four years after the valve was implant it was explanted due to stenosis and regurgitation, with calcifications being noted on the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications a more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The reported calcifications could have contributed to the stenosis and regurgitation reported however as the presence of the calcifications could not be confirmed the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that on 28 february 2014, a 21mm trifecta valve was implanted in a patient with calcified aortic stenosis. On 30 november 2018, it was reported that there was worsening of the bioprosthesis with tight stenosis on a highly modified valve. Moderate intraprosthetic aortic leak was also observed. In november 2018, ultrasound showed severe calcareous fibrous degeneration of the trifecta bioprosthesis which appears stenotic and leaky, all of which results in a very severe aortic disease since the maximum aortic velocity exceeds 5 m/sec. The aortic insufficiency (ai) pressure half-time (pht) was very short <200msec, which was said to indicate rise in left ventricle end-diastolic pressure. The end diastolic diameter was 65 mm and the ejection fraction is 60-65%. A small tricuspid leak made it possible to estimate the systolic pulmonary arterial pressure at approximately 60-65 mm hg. The mitral leak was functional, small grade ii. No visualized mitral valve prolapse. No pericardial effusion. A valve in valve procedure was performed and a 23mm medtronic evolut r was implanted in december of 2018. When additional information regarding patient status was requested, it was indicated that the patient has passed away on february 3, 2021, over two years post valve in valve procedure, the cause of death was not provided. The death occurred over 2 year after trifecta valve was explanted, therefor it is unlikely to be related to the procedure of the trifecta valve.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 21mm trifecta valve was implanted in a patient with calcified aortic stenosis. On (B)(6) 2018, it was reported that there was worsening of the bioprosthesis with tight stenosis on a highly modified valve. Moderate intraprosthetic aortic leak was also observed. In (B)(6) 2018, ultrasound showed severe calcareous fibrous degeneration of the trifecta bioprosthesis which appears stenotic and leaky, all of which results in a very severe aortic disease since the maximum aortic velocity exceeds 5 m/sec. The aortic insufficiency (ai) pressure half-time (pht) was very short <200msec, which was said to indicate rise in left ventricle end-diastolic pressure. The end diastolic diameter was 65 mm and the ejection fraction is 60-65%. A small tricuspid leak made it possible to estimate the systolic pulmonary arterial pressure at approximately 60-65 mm hg. The mitral leak was functional, small grade ii. No visualized mitral valve prolapse. No pericardial effusion. A valve in valve procedure was performed and a 23mm medtronic evolut r was implanted in december of 2018. When additional information regarding patient status was requested, it was indicated that the patient has passed away on (B)(6) 2021, over two years post valve in valve procedure, the cause of death was not provided.